Event description:
It was reported to boston scientific corporation that a spyscope access & delivery catheter was used during a spyglass visualization procedure performed on (B)(6) 2014. According to the complainant, the procedure was performed to check the placement and location of strictures before the patient underwent a whipple procedure. It was reported by the nurse that normal hygiene routines were followed and that the procedure went well. Additionally, there were no issues noted with the spyscope device and the procedure was completed with this device. Following the procedure, the patient was diagnosed with septic cholangitis and placed on a respirator in the intensive care unit. There were no known device issues directly related to the patient¿s post-procedure condition. The whipple procedure has not been performed due to the patient¿s cholangitis.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.